Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer¿s current blood glucose level was 96 mg/dl. The insulin pump will not be returned for analysis.